Event description:
It was reported that the right atrial (ra) lead had high thresholds and under-sensing. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 4542 lead (B)(6) 2009; dtbb1d1 crt-d (B)(6) 2014. (B)(4).